Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017 during a routine review of the system controller log file, two pump stoppages with several unidentified alarms occurred while the lvad system was connected to battery support. The patient also reported that unknown alarms occurred in (B)(6) 2017; however, the patient could not recall any remarkable events or additional details. The patient was asymptomatic. The patient reportedly kept the lvad system connected to battery power while sleeping. On (B)(6) 2017, the patient was admitted for further investigation. New system controller log files showed no new events or pump stoppages. The x-ray images of the portion of the driveline external to the patient revealed no direct indication of a damaged or stressed driveline; however, the x-ray images of the portion of the driveline internal to the patient revealed a possible stressed area directly after the pump end bend relief. The system controller was connected to a power module, and when the patient moved the thorax from a horizontal to an upright position, an alarm occurred and the pump speed decreased. The alarm disappeared when the patient would lay down. No alarms could be reproduced when the driveline was manipulated. On 24jul2017, the distributor's technical services representative performed an external driveline evaluation. A visual inspection revealed that the external part of the driveline appeared normal. The silastic covering of the external driveline was opened, but no indication of a short was present. Electrical continuity testing passed and the alarms were unable to be reproduced when manipulating the external portion of the driveline, or while the patient performed body movements. A pump exchange was subsequently performed on (B)(6) 2017. Post exchanged, the patient was reportedly doing well, and everything was stable. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The distal end of the driveline was returned in a segment measuring approximately 27 inches. Evaluation of the driveline revealed breaches in the insulation of the black, brown, red, and green wires adjacent to the nipple of the pump housing. Breaches in the insulation of the orange, yellow, and green wires were also observed adjacent to the severed end, approximately 1 inch from the pump housing. The damage resulted in exposed inner conductors, and it appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the wires from any two phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the pump stops or the low speed advisory/hazard events observed in the submitted log file while the system was operating on either the external batteries or the power module. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source, such as the power module, the resulting electrical short to ground could have also resulted in the pump stops and low speed advisory/hazard events observed in the submitted log file while the system was operating on the power module. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to the reported event. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.